Event description:
It was reported that a 58-year-old, african american, indian american female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 375cc saline breast implant experienced left--sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left serial number (B)(6), right serial number (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 31, 2023 device evaluation completed on sept 04 , 2023: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc. Returned device. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the anterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A second product was received (lot-5580245). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4). Initial report missed reporting that the patient initial was changed to (B)(6). The patient fell weeks ago and noticed a big change on her left breast a weak later. Date of implantation was approximately on (B)(6) 2005.